Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold and an opening on the valve. A leak test and microscopic analysis was performed which identified an opening crack in the valve, wear abrasion, white particles and delamination (<75% partial separation). Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.